Event description:
The pump was returned for investigation. Investigation revealed that the bolus button was difficult to push, and there was evidence of contamination found under all button contacts. This report is made based on results of investigation completed on 03/07/2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/07/2012 with the following findings: investigation revealed that the bolus button was difficult to push, and there was evidence of contamination found under all button contacts. Unrelated to the bolus button issue, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.